Manufacturer narrative:
The customer contacted beckman coulter and cancelled service. The customer identified the broken fitting and replaced the tube fitting. The customer resolved the issue and stated no new leaks surfaced. The unit was in operation. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported liquid waste leaked from the drain tubing of the unit involving unicel dxi 800 access immunoassay system. The customer noted the tube fitting attaches to the system broke in half. The customer stated approximately 100 ml of fluid and waste leaked onto the floor. The customer has a risk management plan at the facility, and the spill was cleaned up per the plan. Patient results were not affected. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event.